Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call air bubbles anomaly on the insulin pump. Troubleshooting for the air bubbles was performed. Customer advised each time they have air bubbles they just change out the reservoir and are running low on supplies. Customer advised the location of the air bubbles is in the reservoir near the o-rings. Customer advised the size of the air bubble is similar to soda bubbles. Customer was advised that when they rewind the device with the reservoir in place it causes air bubbles. Customer resolved the issue by changing out the entire set. Customer was advised that replacement sets and reservoirs will be sent out.